Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not recover and displayed as drawer latch sensor open. A field service engineer (fse) removed the rear panel and identified that the red latch release was not fully extended. The drawer was removed, and the latch and solenoid assembly were disassembled for inspection. The components were then reassembled, ensuring all parts moved freely and operated correctly and tested functionality in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer main 2.2 half height failed to stay close. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from a pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.